Event description:
It was reported that during a the implant of this evproplus-26 in a patient with a bicuspid valve and severe aortic stenosis, the first placement was too shallow due to the patient's severe aortic angle. Despite the difficulty presented by the patient's anatomy, the physician decided to leave the valve in place. The valve dislodged after placement, however. Subsequently, a second valve was then implanted without any problems. Additional information was received to report a pre-implant balloon dilation was performed, but a post-implant balloon dilation was not.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Eval code method product analysis: the suspect device remains in the patient; therefore, a product analysis could not be performed. Additionally, the patient¿s executive summary was not provided for anatomical review. However, one static procedural image was submitted to medtronic for review. The image showed two valves implanted, one of which appeared to have dislodged aortic. It was reported prior to release, the valve depth was shallow, exact depth is unknown, and the valve dislodged after release. The dislodgement event was not captured and provided for review; therefore, it is not possible to validate the cause of the dislodgement. Corrected data: e. Initial reporter, facility name, city, postal code, and occupation h6. Patient code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evprop23-29 (lot: 0012490478); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a the implant of this evproplus-26 in a patient with a bicuspid valve and severe aortic stenosis, the first placement was too shallow due to the patient's severe aortic angle. Despite the difficulty presented by the patient's anatomy, the physician decided to leave the valve in place. The valve dislodged after placement, however. Subsequently, a second valve was then implanted without any problems.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.